Manufacturer narrative:
Information received from the user facility suggests that the chair may not be appropriate for the user. In our product manual we warn: "a qualified professional must assess the appropriateness and safety of all equipment for each user" and "inspect this product and accessories regularly for loose or missing screws, metal fatigue, cracks, broken welds, missing attachments, general instability or other signs of excessive wear. Immediately remove this product from use when any condition develops that might make operation unsafe."

Event description:
It was reported that the release head on the gas spring that controls the tilt of the chair broke, allowing the chair seat to tip back.